Event description:
The patient's mother reported that on (B)(6) 2014 at 3:31 pm her son activated a new pod and his blood glucose was reading between 94 mg/dl to 412 mg/dl for the next two days. On (B)(6) 2014 his bg, carbohydrate intake and insulin history is (B)(6). At 9:33pm the pod was deactivated and he was throwing up. She took him to the emergency room where he was admitted into the intensive care unit for diabetic ketoacidosis. They placed him on an intravenous drip and he was given manual injection of insulin. He was in the ICU for 2-3 days and was sent to the regular room for observation. He was released from the hospital on (B)(6) 2014 and is currently on manual injections (lantis) per his healthcare provider.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.